Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, left side device rupture. With "leakage of silicone into the armpit". Diagnosed via MRI. Patient later reported, "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade unknown and silicone migration are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Capsular contracture, baker grade unknown. And silicone migration.

Event description:
Patient reported, left side device rupture. With "leakage of silicone into the armpit", diagnosed via MRI. Patient later reported, "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" via ultrasound. The device remains implanted.

Event description:
Patient reported via pathology reports for left side "axillary nodule suggestive of siliconoma", "axillary ganglion, biopsy", "silicone lymphadenopathy".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture with "leakage of silicone into the armpit" diagnosed via ultrasound and MRI. Ultrasound report also identified "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" and "simple millimetric cyst is observed in the retroareolar region of the left breast". The device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the provided photos. Cyst-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.